Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n183299005 implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, lot# n157725, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Additional information confirmed the pump was replaced. When asked if eri (elective replacement indicator) or eos (end of service) was confirmed through pump interrogation following the previous reports of ¿end of battery life,¿ it was reported neither had been confirmed. It was instead reported interrogated showed a motor stall had occurred. The patient was then referred to another health care provider (hcp) who ¿confirmed end of battery life and replaced pump.¿ no further information was provided.

Event description:
It was reported there was a motor stall confirmed by telemetry. It was noted the patient started hearing the alarm on (B)(6) 2014. It was reported the patient had withdrawal symptoms of inability to sit still and ¿throwing up¿ on (B)(6) 2014. It was reported the patient went in for treatment and was admitted to the hospital for anxiety and was discharged on the day of report. It was noted the stall was found on the day of report. It was noted the alarm had been occurring for more than 48 hours and the tube set message appeared. It was noted the cause of the stall was unknown and the pump had not restarted. The pump was used to deliver morphine at 10mg/ml and 7mg/day. Additional information received reported the withdrawal symptoms were nausea, vomiting, weakness and the inability to eat. It was noted the patient was scheduled for a pump replacement for end of battery life and was currently managed on oral morphine. The patient outcome was not provided.